Manufacturer narrative:
Product has been received by zimmer biomet. "With the given investigation, it was determined that the package left zimmer biomet nonconforming. The complaint has been confirmed as no product was returned in the package and it was sealed. There is nothing in the work instructions during packaging to verify that the product is inside the package before the package is sealed, and it was updated to include this verification. Therefore, the root cause is inadequate work instructions. (B)(4) was completed to address this nonconformance." Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a trial modular head was not in the packaging on (B)(6). This was found at the gscc and there was no patient involvement.